Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid and an unknown drug, both with unknown concentrations and doses. It was reported the patient started to hear the non-critical alarm on (B)(6) 2017. The patient stated he was due to have his pump refilled. The patient was seeing his new doctor the next week regarding refilling his pump. No patient symptoms/complications were reported. The patient stated he had dilaudid and another anesthetic agent, but did not know the name of the drug. Additional information received from the patient reported he was in pain and wanted the manufacturer representative to respond to him. Additional information received on (B)(6)2018 from the consumer reported a manufacturer representative ordered a wrong medication and caused him pain. The patient later reported that day he was in pain. The patient stated he had that pain since he had the pump implanted (event date noted as 22 years ago). The patient stated he was in the hospital for issues related to the pain for the last four weeks. The patient stated he had tried calling a representative for the last 3 days, and ¿there had been no recording, no nothing¿. The patient stated the phone rang with nothing at all. The patient stated he was supposed to see a new health care provider (hcp) the next week who he had seen before twice. The patient stated he knew how to inject the medication himself and confirmed he was given liquid dilaudid. The patient stated the pump contained ¿dilaudid 40 cc and bupivacaine 30 mlg¿. Additional information received on (B)(6) 2018 from the consumer reported the doctor would not fill his pump. The patient was leaving the doctor on the advice of three manufacturer representatives. The patient was given a syringe of 40 cc dilaudid. The patient reported the pump was critically alarming. The patient¿s new doctor appointment was on (B)(6) 2018. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's critical alarm was determined as alarm for empty reservoir. The pump alarm had not been resolved. It was noted it was a hcp instead of the device manufacturer representative who ordered the wrong medication. The hcp ordered the wrong medications during holiday. After two days, the hcp gave the patient a syringe of 40 cc of hydromorphine to do as the patient pleased. The hcp did not refrigerate it at all. The patient was advised tono longer see the hcp and do not fill on emergency. No further complication was reported.